Event description:
The pt received two leads from the same lot number. It was reported the pt had a trial procedure and had only anterior stimulation afterward. The physician opted to do a revision surgery on the same day to improve the stimulation coverage. During the second procedure, the pt complained of pain in her mid-back. The physician explanted the leads and as the pain persisted, the pt was hospitalized. An epidural hematoma was discovered and a surgery to evacuate the hematoma was performed 1 to 2 days after the event date. The pt remained in the hospital for 3-4 days. Additional info received the pt was well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.